Event description:
It was reported that faradrive sheath was selected for farview pulmonary vein isolation. It was mentioned that during the procedure transseptal access was obtained using non bsc sheath. After successful transseptal puncture, the faradrive sheath was advanced into the left atrium. In the next step, farawave nav catheter was inserted. Following catheter insertion, aspiration of the sheath was performed. However, continuous air bubbles were observed during aspiration. No patient complications occurred. The procedure was completed using new sheath. The product is expected to return for analysis.